Event description:
The international customer reported the ventilator alarmed and shut down during use in normal ventilation operation, and then would not power back on. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic history noted a prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. During evaluation, the manufacturer's field service engineer confirmed the device would not power on. The service engineer replaced the power management pcb board to address the reported problem. Applicable testing was completed to operating specifications.